Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right subclavian vein of a female patient in the operating theater. After the vein was cannulated, the clinician felt resistance during the spring wire guide insertion and they decided to remove the wire. The needle was removed and during the withdrawal of the wire, part of the wire detached. The middle of the spring wire guide cracked and detached. The outer part of the wire kept the continuity and enabled the location of the broken part. The remaining piece was suspected to be stuck in the subvascular area. Intervention was provided by a vascular surgeon and was accompanied by a pediatric surgeon. After dissection of the right subclavian area, they were able to remove the remaining wire in its entirety. During the procedure, the position and the removal of the guide wire was confirmed with c-arm x-ray. There was no delay in treatment and no patient death was reported.